Event description:
It was reported that the patient¿s health care provider¿s office told the patient that the ¿hard stop date¿ for his battery was (B)(6) 2015. The patient had thought that his pump would last longer because of the low dose. Reportedly, he was called on (B)(6) 2015 to schedule the appointment for the pump replacement. When the patient called back he was told they were all booked up. No patient symptoms were reported. This device system delivered dilaudid and bupivacaine. Additional information was requested to verify the event resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l73611, implanted: (B)(6) 1999, product type: catheter. (B)(4)